Manufacturer narrative:
The power supply was received for evaluation. Inspection of accessories revealed signs of damage on the accessories associated with power. The complaint for frayed power supply cable was replicated and determined to be confirmed. Root cause concluded to be physical damage of the power supply.

Event description:
The patient reported seeing a spark at the power port when the power cord was plugged into the unit. The patient was not injured and the unit will be replaced.